Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was going to be implanted with an impella 5.0 device for mechanical circulatory support. The 5.0 pump was unable to pass through the subclavian, got caught up at the motor housing of the 5.0, a 5.5 pump was inserted and was successful, and there was no mention of patient harm.